Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing high blood glucose of 400mg/dl. Troubleshooting was performed. Ran a fixed prime test and the insulin passed the test. Performed a high pressure test and the device failed the test. No further info was provided.